Manufacturer narrative:
The event occurred in the USA. It was reported that during patient treatment with an hls set irregular pressure readings occurred. Further a loud noise was present. The patient was weaned off on (B)(6) 2025. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The getinge service and sales unit confirmed on (B)(6) 2025, that the patient data is unknown. The affected hls-set was investigated in the getinge laboratory on (B)(6) 2025 with the following conclusion: during the visual and functional inspection of the hls set no visible damage that could have a negative effect on the function of the pump or the sensors was found. During the last run of the sensor test, no fluctuations in pressure and temperature values were detected. The reported failure "irregular pressure readings" could not be reproduced, therefore the root cause could not be determined. Further, the reported failure "noise" could neither be reproduced nor confirmed. However, during the investigation of the involved cardiohelp device it was found that the reported noise was coming from the fans of the cardiohelp. The corresponding cardiohelp device, is investigated under complaint (B)(4) (reported under mfg report number# 8010762-2025-0000328). A getinge field service technician (fst) was sent for investigation of the cardiohelp device on 2025-10-24. The fst confirmed that there was no visible damage but the entire unit was very dusty/dirty including excessive dust on the fans within the cooling element. Therefore, the fans were causing the loud noise and were replaced. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2025-12-08. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. With reference to the photo- and video graphical evidence provided by the customer, the reported failures "pressure reading issue" and "noise" could be confirmed but were not reproducible during the investigation of the hls set. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that during patient treatment with an hls set, irregular pressure readings occurred. Further a loud noise was present. No harm to any person has been reported. The cardiohelp device involved in this event is investigated in complaint # (B)(4). As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).